Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited a "no disposable, pump won't run" alarm. Per reporter when cassette was placed on a second pump, the alarm occurred again. It was reported that subsequently a new cassette was mixed and placed and the alarm resolved. No adverse patient effects were reported. Per reporter no further details were provided.